Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) emitted tones. Upon interrogation a oscillator fault code was present. A technical service consultant recommended immediate device replacement.